Manufacturer narrative:
An internal investigation was initiated to determine the cause of the malfunction. The complaint was not reproducible. No trouble found. The unit is working well and within specification.

Event description:
The customer's case manager reported to inogen, that their portable oxygen concentrator was not providing adequate amount of oxygen. In turn the customer was transported to the hospital wherein they were admitted for a week. Later, the customer was transported to a rehab. The device alarmed and displayed error light. Reportedly, the customer did not have a backup source of oxygen. Later, the customer received a replacement.